Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d), displayed noise on the rate/sense and shock channels causing pacing inhibition. The noise was recreated with isometrics. The patient is pacer dependent. The lead measurments were normal and stable.